Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit was displaying a "gas device error" message during a patient case, at which time, all gas readings disappeared. No patient harm was reported. Service requested / performed: evaluation / repair. Investigation summary: the root cause is determined to be component failure. The sensor needed replacement. The sensor is a replaceable component, where the longevity is dependent upon the following factors: · instrument and parts must undergo regular maintenance inspection at least every 6 months. · if stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. · water trap should be replaced every 4 weeks or as indicated on the device. · ensuring the environment is optimal as described in the operator's manual.

Event description:
The biomedical engineer (bme) reported that the multigas unit was displaying a "gas device error" message during a patient case, at which time, all gas readings disappeared. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit was displaying an gas device error, and this occurred during a case on a patient. They got this error and lost all gas readings. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were being used in conjunction with the multigas unit. Bedside monitor: model: bsm-6501a, sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the multigas unit was displaying an gas device error, and this occurred during a case on a patient. They got this error and lost all gas readings. No patient harm reported.